Event description:
While pivoting the light during an office procedure, it sheared at the pivot support. At the moment of breakage, there was a spark and flash over the patient due to a breaker being flipped. The patient thought he got something in his eye. Once the patient was moved to another room, he denied having a problem. Patient left the facility with no injuries.